Manufacturer narrative:
Additional information has been requested. Without the device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified.

Event description:
Patient with one-level m6-c device revised due to osteolysis. Posterior supplemental fixation. The device remains implanted.

Event description:
Patient with one-level m6-c device revised due to osteolysis. Posterior supplemental fixation. The device remains implanted.

Manufacturer narrative:
Additional information has been requested. Without the device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified.